Event description:
Boston scientific received information that following this implant procedure, a pneumothorax was identified. A chest tube was inserted to relieve the pneumothorax. A boston scientific representative was requested for a device check which confirmed normal device function. The caller stated there were no allegations against any boston scientific product as at the implant procedure, the physician was using a micro-puncture kit which must have nicked the lung.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.